Event description:
Andrew states the unit has red lights and alarms. Andrew called back stating that rgh advised customer to contact invacare directly. Provided service centers and two local providers for customer to contact in regards to warranty. Customer has over 20,000 hours unit is approximately 4 months old. (B)(4).